Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, bleeding during irrigation, anus pain, abdominal swelling. The patient had a rectal prolapse. Peristeen was prescribed because of fecal incontinence. Patient had bleeding from the first irrigation performed alone at home. All irrigations were performed by end-user every second day. Patient saw her nurse and a gastroenterologist after the fifteenth irrigation with these symptoms. A colonoscopy should be performed next week. Outcomes: patient stopped irrigation. Her gastroenterologist made a radiography of the rectum and a defecography. (B)(6) is fine now and bleeding stopped. Doctor will proscribe her another treatment.